Manufacturer narrative:
(B) (4).

Event description:
The lay user/pt contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient was explanted on (B) (6) 2009, due to a chronic infection of the middle ear. Reimplantation is not planned.